Event description:
Boston scientific (bsc) crm received information that this pacemaker is displaying one year longevity remaining with a magnet rate of 100ppm which is beginning of life (bol). The caller believes that it may be depleting earlier than expected. It was also noted that this device is included in the insignia microcrystal failure mode 2 population ((B)(6) 2005).

Manufacturer narrative:
A bsc crm technical services consultant discussed programmed settings and performed a quick longevity estimate which resulted in approximately six years of device longevity. According to the calculator. Transtelephonic monitoring (ttm) is being performed every two months and they will continue to monitor the patient. No other adverse events have been reported. This issue will be re-evaluated if additional details are received. The device was explanted two years later for normal battery depletion and returned for testing. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device passed all functional testing which confirms proper operation of the pacing and sensing functions of the device as well as the lead impedance testing functions. A longevity calculation was performed on the device using the best data contained in the device memory which confirmed that the device exceeds nominal expected longevity.